Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It has been reported that the patient received a low reading from the system and went to the (B)(6) facility. The patient did not feel low but didn't want to take their own bg value reading, so they went to the hospital instead to have them do it. The hospital tested the patient¿s bg value and it read 114 mg/dl. No additional treatment was needed. No injury was reported. No medical intervention was reported. Reportedly, the patient did not calibrate after the inaccuracy. Reportedly, the patient used multiple bg meters throughout the same sensor session. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.